Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image was displayed due to a damaged scope socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center exhibited no image when connecting the enf-v3 rhinolaryngoscope and there were stripes or black screen when connecting the enf-vt2 rhinolaryngoscope. The issue occurred during preparation for an otolaryngoscopic procedure. The patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.